Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when interrogating this device, a message was displayed on the programmer recorder monitor (prm) indicating that the lead safety switch (lss) feature was activated on the right ventricular (rv) lead. Recent rv pacing impedance measurements were 300 ohms in unipolar. When reprogrammed to bipolar, pacing impedance measurements were 300 ohms, however, the energy used for impedance measurements was 33.3 j. Upon further review, one event with noise was observed. To date, no adverse patient effects were reported as a result of this clinical observations.